Event description:
During a routine replacement for battery depletion an occluded catheter was ¿discovered¿. Per the reporter they believed the catheter was ¿daisy chained¿ with an 8709sc. When the hcp aspirated the catheter she discovered it was occluded. The hcp trimmed the sc connection but still did not get any back flow. The hcp then trimmed at the connection where the 8709cs was connected to the 8709 catheter they were able to get back flow. The hcp finished trimming and added an 8596sc catheter. The hcp then verified csf flowing just fine. The hcp had no idea of any symptoms occurring. The hcp decreased the dose to 500mcg/day and sent the patient to ICU for observation. The hcp was hesitant to reduce the drug due to the fact the patient was not experiencing any symptoms. The patient recovered without sequela. The pump was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter; product ID 8709sc, lot# unknown, product type: catheter; product ID 8596, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found no significant anomaly - ¿o-ring wear¿. Part of the catheter was returned. The partial catheter was made up of 2 different models. Analysis of catheter model 8709 found no significant anomaly - ¿catheter body - dried drug, blood, or foreign material occlusion¿ and ¿catheter body ¿ incorrectly assembled or sutured¿. During patency testing, which uses a bleach solution to internally decontaminate the catheter at the same time, an initial occlusion was found but was easily broken loose. It is unknown if this occlusion was present while implanted or occurred after the catheter was explanted. Also observed were indents where a suture had been placed directly on the catheter. These were found where a second catheter to catheter pin connector had been installed. This assembly anomaly did not cause any breaches in the catheter - no leaking was seen. Analysis of catheter model 8709sc found no significant anomaly ¿ ¿sutureless connector ¿ coring/tears/cuts in seal ¿ no leak seen¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.